Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
The allograft was not returned so no direct observations could be made. A review of processing records was performed and indicates that the allograft met all specifications. The precise cause of the reported event cannot be determined with the available information.

Event description:
Information regarding the explant of a synergraft aortic valve and conduit allograft was obtained through a retrospective clinical study. According to the clinical report form, the allograft was explanted approximately 6 years after implant due to structural deterioration, calcification, insufficiency, outgrowth of allograft, and a stenosis or obstruction of allograft conduit.